Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist had to perform an urgent crown procedure, which was necessary due to complications that arose directly from the aligners and byte's process. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.